Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 1 of 2. Consumer reported upon removal a tampon fell apart leaving pledget pieces inside her vaginal cavity. She manually removed the remaining pieces and did not seek medical attention. She did not report any adverse health effects.